Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone.

Manufacturer narrative:
The caller has declined returning the device for evaluation. Manufacturing facility has initiated a corrective and preventative action associated with the customer reported failure.